Event description:
The consumer reported receiving burns to her stomach from the heating pad. She alleged the burns resulted in blisters for which she sought medical attention. The consumer stated the warning light on the heating pad was flashing prior to the incident.